Event description:
It was reported that the set screw appeared to cross thread during final tightening. Further examination of the device revealed that the threads had sheared off from the screw. Another set screw was used. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The set screw appeared to cross thread at the point of final tightening with the torque driver but then was determined that the set screw threads sheared off. Additionally, it was noted that the surgeon typically does not use the alignment guide. Visual inspection noted that the threads had been sheared off. A device history record (DHR) review could not be conducted for the single innie set screw as the lot number was illegible upon receipt. Review with product development manager found no definitive conclusions were drawn. However, it was noted that per surgical technique when using the single innie inserter, pick up an innie from the caddy. Use the alignment guide to help position the head and reduce the chance of cross-threading. A review of the complaint trend analysis found no observed trends for issues of this nature. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. Therefore, in the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.